Event description:
The patient contacted lifescan alleging that their one touch ultra meter was reading in the incorrect units of measurement. The medical affairs specialist spoke with the patient to obtain and verify information 16 days later. The patient said that they were quite sure that they or someone else had accidentally changed the units of measurement setting on the reported meter. They thought that the meter had been set to the incorrect units of measurement for "a couple of months." The patient continued taking their usual set dosage of insulin. Humalog insulin 10 units before each meal and lantus insulin 30 units at bedtime. "Around 9/3 or 9/4/05 they were feeling extremely dizzy. They said their meter reading was around 13.0mmol/l (converts to 234mg/dl.), which at the time they interpreted to be 130mg/dl. They went to their doctor due to the dizziness. They said they would have gone to the doctor sooner, had they known that their blood glucose level was elevated. The doctor obtained a result of 300mg/dl. The doctor started the patient on a "different medication". The patient didn't recall what the medication was; however, the patient said the new medication did'nt work well. The patient resumed their previous insulin regimen, as noted above, within a couple of days. The customer care representative (ccr) confirmed that the meter was set to mmol/l instead of mg/dl. The ccr walked the patient through resetting the meter to mg/dl. The meter, test strips, and control solution were replaced.